Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the placement signal has been turned off due to position in aorta alarm. It was stated that the position was confirmed and was in good position. There was no reported patient harm.

Manufacturer narrative:
Additional information was received and the complaint condition of placement signal issue has been changed to false alarm. H6 codes have been updated.